Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a unspecified procedure, the footprint pk anchor´s suture fell out and could not be tightened. The anchor was removed using tweezers. The procedure was completed with a arthrex device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or implants returned. The distal end of the interior shaft of the insertion device is bent. A functional assessment of the device found the torque limiter functions as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. No containment or corrective actions are recommended at this time.